Event description:
On (B)(6) 2012, a patient was treated for an occlusion in the top of the ica with the penumbra system. The physician introduced the psc054 and psc032 toward the occlusion using the coaxial technique. The psc054 could not be advanced to the target occlusion and stopped at the peterous portion of the ica. The physician then introduced the psc032 and advanced to the target occlusion then inserted the pss032 through psc032. The pss032 did not go through in psc032. The physician withdrew the psc032 with pss032. A kink on psc032 was confirmed by the physician. The physician used another new psc032 (lot no. F26330) the second psc032 distal tip perforated the anterior choroidal artery while inducing psc032 to the target occlusion. Bleeding from the blood vessel was revealed with angiography. There were concerns that the bleeding might aggravate when withdrawing psc032. The physician kept the psc032 in place and deployed coils in the area of the bleed before withdrawing the psc032. The physician removed psc032 after confirming the bleeding was arrested. The physician confirmed slight bleeding at the same site to the previous bleeding with second angiography. The physician arrested bleeding and finished the procedure. The patient's vessel remained occluded. The patient's condition is being observed. The physician did not perform aspiration with the pump of penumbra system. This MDR is associated with MDR 3005168196-2012-00274.

Manufacturer narrative:
Conclusion code: vessel perforation is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Other text : device not returned.